Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 05-may-2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the device was not reprocessed properly due to leak, foreign material was not cleared. The suggested event is detectable and preventable by handling the device in accordance with the following IFU. Tjf type 150 operation manual includes the detection way at chapter 3 preparation and inspection. Tjf type 150 reprocessing manual includes the preventive measures at 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus duodenovideoscope due to a deformation in the insertion tube noted during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing and the forceps elevator had foreign material present. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit had undergone insufficient reprocessing. The forceps elevator had foreign material present. The material was yellowish/brown in color but could not be specifically identified. The unit had several other signs of wear and tear noted throughout the device. The connecting tube, connector, control unit, cover, universal cord, light guide lens, and grip all had notable scratching present. The forceps channel port had been dented. The angle wire was worn and causing the bending angles to fall out of specification, and the connecting tube was cut and compromising water tightness. If additional information becomes available following the device evaluation, a supplemental report will be filed.